Event description:
A customer reported that following a 3-hour long MRI exam, nurses discovered that an adult male patient had received 3 third-degree burns approximately 3 cm in diameter where electrodes had been placed. The wounds became infected, and required antibiotic treatment. The wounds were dry in 2009. The distance from the magnetic spool was 10 cm, while the recommended distance is less than 5 cm. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.